Manufacturer narrative:
Additional information provided in evaluation codes and additional MFR narrative. No phaco tip was returned for evaluation. In addition, no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer's complaint could not be determined. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that they experienced "clogs" at the beginning of nine to twelve procedures when using the 45 degree balanced phacoemulsification tip over the last month. The procedures were completed by switching out the handpiece. No harm to the patients was reported. Additional information was requested; however, none has been received to date.